Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesion of liquid to the video connector receptacle is cause not established and for image is distorted is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited image is distorted and adhesion of liquid to the video connector receptacle. There was no patient involvement.